Event description:
It was reported that the user experienced multiple episodes of high glucose within a few hours while using the ilet, attributed to over-correction in anticipation of lows, and the cause of the hyperglycemia remained unclear. Symptoms included hyperglycemia. Outcomes included transient elevation in glucose without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and suggested user-driven insulin adjustment as the precipitating factor for elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.